Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies found. It was noted by the analyst that the lead was received at analysis with the stylet inserted fully into the lead. (B)(4).

Event description:
It was reported that during lead implant it was hard to insert the stylet, the inner tube appeared to be too small. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.